Manufacturer narrative:
(B)(4). Date sent: 06/29/2016. (B)(4). The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not fully advance into the jaw. The device was noted to have the tip of the advancer bent. No further functional testing could be performed due to the condition of the device. The device was disassembled in order to inspect the condition of internal components and no anomalies were noted. Upon disassembling the device 12 clips were found inside the tube. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The batch history record was reviewed and no ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips jammed in the jaws. The case was completed using another device of the same product code. There were no patient consequences reported.